Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, the lower case was broken, and three case screws were contaminated. All found defective parts were replaced and all other identified and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The epg was returned for service. There was no patient involvement.